Event description:
It was reported that during to the start of a da vinci-assisted surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that their system was getting repeated u-02 faults. The site had already resolved the issue prior to calling in by cannibalizing an integrated electrosurgical unit (iesu) from another system and site was moving forward with case. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was a vaginal surgery, and the reported issue was identified during procedure. Iesu was swapped out and there was no injury to patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse spoke to customer regarding erbe swap. Fse confirmed bad erbe that was swapped was put on different system. Fse replaced integrated electro surgical unit (iesu) to resolve reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). Fa confirmed and reproduced reported issue. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. A site history review was performed and found a related complaint under patient identifier (B)(6), in which a similar incident occurred with the same iesu. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.